Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. During a system check it was identified that the customer disconnected the infusion set tubing at the t:lock which contributed to the low bg. Tandem technical support educated the customer on proper disconnection practices. Recommendation was made to discuss diabetes management with a health care professional.